Event description:
It was reported that the spider 2 tener won´t lock in place. Incident occurred while setting-up to a shoulder procedure. A back-up device was available and no delays occurred.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider 2 tenet was not locking in place. Incident occurred while setting-up to the procedure. A back-up device was available and no delays or complications occurred.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A depleted battery was returned. A functional evaluation was conducted. A test battery was utilized. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. The enclosed battery was tested and did not function. The complaint was confirmed and the root cause has been associated with an energy storage problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failure of the anode or cathode of the battery over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.